Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2, h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event e103 on their device. Tac provided remote support and recommended that the device be sent to olympus repair. Tac conducted follow-up attempts to confirm whether the device had been returned, but no response was received from the customer. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the light source had error e103. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.